Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer booted up to system error and system fan was noisy. Analysis also found the upper guide broken, left and right latches stick for display, and left and right lower hinges worn out. (B)(4).

Event description:
It was reported the programmer would not boot up correctly and the fan made a loud continuous noise. The programmer was returned for repair. No patient complications were reported as a result of this event.